Event description:
Veterinary surgeon reported that the double air hose schrader stem drains the nitrogen. It is leaking gas when the tank is being used. This occurred during a veterinary procedure, femoral head osteotomy surgery. There was no delay in the procedure. The procedure was completed successfully by using the same device. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. \device was used in a veterinary procedure, no patient information will be provided. Device is an instrument and is not implanted / explanted. He device was received and is entering the complaint system. A device history records review has been requested. Placeholder.